Event description:
The reporter indicated not being able to pass the lead stylet through the lead. The lead lumen was obstructed at 6.5 cm from the insertion point of the lead. The device was not implanted.